Event description:
On (B)(6), customer reports during a urology video urodynamics procedure, the system fluoro failed towards the end of the procedure. Physician used the images saved prior to the failure and completed the procedure. Customer provided no pt info, other than to state the pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated and found the generator had shut off and could not be turned back on by the customer. Fse was able to turn on the generator and everything came on and operated properly. Fse could not duplicate the problem but did notice there was no ups. Without this device, a short power interruption could turn the generator off, so fse suggested to the customer that a ups be added. Fse returned to site next day and the generator turned on normally and operated as expected. Fse installed a customer supplied ups and checked for proper operation per service checklist (B)(4). Unit passed checkout procedures and was returned to service.